Event description:
After a light meal friday evening the pt's blood glucose tested high by midnight. She gave herself 5 iu of insulin in a bolus through her insulin infusion pump. The next morning at 6 am, her blood glucose still tested high. She gave herself 10 iu of insulin in a bolus through her insulin infusion pump and changed her infusion site. She then went to the emergency room where she was hospitalized for diabetic ketoacidosis with a blood glucose level of 700 mg/dl. She was given manual injections and then put on her back-up pump using the same insulin cartridge containing humalog insulin which had not been changed for eight days. Her blood glucose level remained high.